Event description:
The hosp reported that during an endoscopic vein harvesting procedure, while ligating branches, a white ring from under the cuff on the connector was exposed on the extension cable and the hemopro 2 device was cutting on and off. The same device was used to complete the procedure. The hosp did not report any pt effects. The hosp intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. (B)(4).